Event description:
It was reported that the customer was hospitalized due to high blood glucose of 858mg/dl. The mother stated that the customer experienced seizures, vomiting, and stomach pain. Troubleshooting was performed. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. It was stated that the customer went back into diabetes ketoacidosis when she attempted to use the insulin pump. Advised the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The mother mentioned that the customer was having seizures. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.